Manufacturer narrative:
The investigation into access site bleeding has been completed. The impella device was not returned for evaluation. The root cause of the access site bleeding was most likely patient condition since hematoma was observed on multiple sites.

Event description:
The complainant reported that the patient developed a hematoma at their access site following impella cp implant. It was noted that multiple attempts were necessary to place antegrade sheaths at the ecpella sites immediately prior to the formation of the hematoma. Manual pressure was applied to the sites and three units of blood were given to treat the condition. The impella site was reported to be stable and support with the pump continued. The patient was successfully weaned from the impella four days later and the patient survived the explant.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella cp with smart assist system section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿